Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose was 1293 mg/dl, which was treated with manual injection. Customer did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had excessive thirst and ketones. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer believed that reason for high blood glucose was due to not being able to connect at quick release. Customer reported that issue was resolved after changing infusion set. Supplies would be replaced.